Event description:
It was reported that the pt had her device removed due to recurring incontinence and pelvic pain. Pt outcome: "fine".

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.